Event description:
The customer reported via phone call that the insulin pump alarmed no delivery twice in the same day. He reported that he received 5 beeps from device but is blind, so he received assistance from his neighbor to identify the alarms. He stated that the changed the reservoir earlier that day prior to the no delivery alarm, and the alarm occurred a few minutes thereafter when he attempted to bolus after dinner. The customer's blood glucose was 89 mg/dl. He was assisted with performing a 5.0 unit fixed prime and stated that insulin did not exit. Insulin exited with a manual plunger push through the tubing. He stated that the 5.0 unit manual prime completed without an alarm. He assembled a new infusion set and reservoir, ran the process again, and confirmed that insulin exited with the manual prime. The insulin pump worked as designed and that the alarm had been caused by a set or reservoir occlusion. He was advised to replace the reservoir and agreed to return the supplies for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.